Manufacturer narrative:
At the completion of the investigation, based on lack of medical information received, there were no evidence to support the following reported events; aneurysm sac growth, suboptimal overlap of main body and proximal extension, and secondary procedure. The review of manufacturing lot confirmed all devices met specifications prior to release. Device was not returned, therefore, sample evaluation was not completed. The root cause of the reported event is unknown. There is not enough information to determine the root cause of the reported event at this time. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system. (B)(4).

Event description:
Additional information was received since the initial reporting. It was reported that the patient received a secondary procedure on (B)(6) 2017. The patient was implanted with a suprarenal aortic extension to resolve the issue. The case went well, the final patient status was not reported.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
The patient was initially implanted with a bifurcated stent and a suprarenal aortic extension. A follow up computed tomography (CT) showed the patient had aneurysm sac growth , with no visible endoleak and suboptimal overlap of the main body and proximal extension. The physician is planning to complete a subsequent endovascular procedure to resolve the issue. To date a secondary intervention has not been reported to endologix.